Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the angle stuck occurred in the human body. Therefore, based on the technical report, ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.